Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy which included a prisma m 100 pre set. The user reported there was a fluid leak at the level of the replacement line during a patient treatment.